Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert for non sustained lead noise due to a suspected lead dislodgement. It was also noted that there was a high increase in threshold. The lead impedance had also increased but was in range. The ventricular outputs were increased and the patient will continue to be monitored.